Manufacturer narrative:
(B)(4).

Event description:
The patient "did good" in the trial surgery. The permanent pump was implanted in the abdomen. The patient experienced "a large amount of pain the day after surgery." The pain was constant and caused an issue with sitting up. The patient felt the pump was sitting on her rib cage; the patient complained of "trouble breathing." The patient was expecting less pain after surgery. The patient's back and leg pain seemed to be "okay."